Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the suture was broken and the suture pulled out of the patient during tensioning. The anchor remained in the pre-drilled hole. The anchor had to be removed from the patient. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed per visual examination of the returned fractured device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.